Event description:
It was reported that the pt had a fall within the past week and experienced a loss of therapeutic effect. The pt's back was "all black and blue" up above the incision site. The amplitude seemed to increase on its own after the fall. A few days later, the pt lost stimulation sensation through the programmer indicated that the device was on. The pt outcome is unk. Further information is being requested from the hcp.

Manufacturer narrative:
See scanned pages.